Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent spigelian hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted ¿the intra-abdominal adhesions consisting of omentum and small bowel were adhered to the previously placed mesh. All of these adhesions were taken down and the mesh was complete excised.¿ it was reported that the patient experienced severe pain and nausea. No additional information is provided.